Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies on row c in the main drawer 1.1 were failed and not detected on bus. The customer attempted to recover, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device multiple cubies failed. A field service engineer (fse) found that the half height cubie drawer enhanced 1.1 on the main drawer, pockets row c, had failed. The engineer observed a yellow light on row board c, indicating that the 5v dc supply to the row board was not illuminated. The engineer manually removed the pockets and inspected the row boards, discovering a foil piece shorting two contacts on the cubie pocket header. The foil debris was removed. After rebooting the drawer, all row boards displayed the light emitting diodes (leds), resolving the issue. The system functioned as intended after the field service engineer repaired the device.